Event description:
It was reported that prior to use on both balloons there was no difficulty removing the protective sheath, the catheters were soaked in saline and both bdcs were prepped (air aspiration) outside the anatomy. The procedure was to treat a restenosed lesion in the right coronary artery (rca). The 3.50x15mm trek balloon dilatation catheter was advanced to the target lesion with difficulty due to the anatomy and the balloon was inflated two times to 14 atmospheres (atm); however, the balloon ruptured at 14 atm. The bdc was removed from the patient with difficulty due to the anatomy. Then, a 4.00x15mm trek bdc was advance with difficulty due to the anatomy and the balloon was inflated also to 14 atm twice; however, the second balloon also ruptured at 14 atm. The bdc was removed from the patient with resistance noted due to the anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional trek device is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.